Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred when the user attempted to load multiple new cartridges. Additionally, it was reported that multiple occlusion alarms occurred. As tandem technical support was not contacted at the time of the reported occlusion, a system check was not performed. The user's blood glucose (bg) level ranged from 300 mg/dl to 400 mg/dl. The bg level was addressed with a manual injection. It was confirmed that the user had an alternate method of insulin delivery available.